Event description:
The rep is reporting that the spiralok anchor was implanted into the patient in 2006 using the standard procedural techniques; using the awl, then tapping, and then placing the anchor int the greater tuberocity. Several months later, the patient presented symptoms consistent with a rotator cuff tear. Upon arthroscopic examination, it was discovered that the anchor had fractured between the top and second threads. The anchor was removed and two soft tissue anchors were placed to complete the repair without further incident or harm to the patient.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, this type of failure has historically been attributed to a user technique issue. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this lot. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, other than user technique, a follow-up report will be filed.